Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg.